Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors did not fully infuse the patient. This was observed after patient use. The device was filled with 3gm of cefepime in 240ml of unspecified diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided. Device manufacture date: (B)(4) 2017 - (B)(4) 2017. The actual devices was not available; however, photographs of the samples were provided for evaluation. A function flow rate test must be performed on the physical sample to verify the flow rate accuracy of the device. The reported problem of could not be verified based on the sample photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.